Manufacturer narrative:
It was reported that cardiac cath pack dynjt4796 was opened for a case. The bd 10 cc syringe included within the kit was used to draw up heparinized saline, but when connected to the patient for administration, the solution squirted out of a crack on the syringe barrel. The syringe was removed from the sterile field and replaced. No harm was caused to the patient. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Crack in syringe barrel.